Manufacturer narrative:
The reported event of ¿high lead impedance¿ was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the right ventricular lead exhibited impedance values exceeding the upper limit. The physician made a second attempt to reposition the lead, however the impedance issue persisted. The physician then noted blood on the inside of the lead that was unable to be wiped away. The procedure was completed with a replacement lead. The patient was stable during and after implant.